Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion event on (B)(6) 2024. Blockage was located at the site. Event occurred after 3 hours of insertion. Insertion site was at abdomen. No further information available.